Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 150-200mg/dl fasting. Verified test strips expire 01/31/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(4). Customers concern: 561mg/dl. The mother called about how she is concerned about the meter not reading correctly on her handicap son. The meter to meter comparison was done at home 561mg/dl and then was done again at the hospital about 20-30 minutes later. Their meter read 238mg/dl. His blood jumps all over the place but she stated that it is never really runs in the 400 to 500mg/dl that is why she knew something was not right. Adverse event not reported.